Event description:
It was reported that the patient received inappropriate shocks. Lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful. There were no further consequences for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.